Event description:
Reported indicated that pt's normal mode output current had been programmed to off for approximately 2 years as the vns therapy did not help the pt even after adjustments to device settings were made. Magnet mode output current is still programmed to on. It was also reported that the pt developed sleep apnea after vns implant.